Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the equipment doesn't work was confirmed. It was found that the device had moisture damage in the cpu and was working intermittently. The device was repaired using spare parts, tested and found to be working according to specifications. The defective cpu would have caused the device to not work as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in russia that the fms duo®+pump/shaver unit device was not working. During in-house engineering evaluation, it was determined that the device was working intermittently. There was no procedure involved. There were no adverse patient consequences reported. No additional information was provided.